Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: part: 03.033.003. Lot: 84p9207. Manufacturing site: haegendorf. Release to warehouse date: february 12, 2021. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the rad aiming arm/frn greater trochanter was returned and received for analysis. Upon visual inspection, one of the cam lock for rdl aiming arm (p/n: 03.010.497) broke off the device, fragment was not included in the package. Dimensional inspection: a dimensional inspection cannot be performed due to post manufacturing damage. Document/specification review: -aiming arm - asm - greater trochanter -cam lock for rdl aiming arm (only current version was reviewed since no lot number was provided) investigation conclusion: the reported condition of the complaint device (rad aiming arm/frn greater trochanter) is confirmed as one of the cam locks is broken. While a definitive root cause cannot be determined, it is possible that the component of the device might have encountered unintended forces. During the investigation, no product design issues, or discrepancies were observed that may have contributed to the complaint condition. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H4.

Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2021, during a procedure the plastic cam lock lever broke on greater trochanteric aiming arm for the femoral recon nail (frn). The protection sleeves, guide wires and trocars are bent as well. No further information provided. This report is for one (1) radiolucent aiming arm/frn greater trochanter this is report 6 of 7 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4, d9, h3, h4, h6: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.